Event description:
It was reported that the wake button was not working. Customer pressed the wake button with more force and the wake button performed as intended. Subsequently, it was reported that a cartridge change error occurred and that the insulin gauge was inaccurate. The customer reloaded the cartridge to resolve the issues. Customer¿s blood glucose level ranged from 295-324 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.